Manufacturer narrative:
The field event of bluetooth (ble) telemetry anomaly was confirmed. The cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Manufacturer narrative:
This device is included in the ble malfunction action issued by abbott on 10 march 2022.

Manufacturer narrative:
An event of failure to interrogate was reported. The device was returned for analysis in its original packaging and upon receipt, the device was interrogated on a programmer. The programmer was unable to communicate through bluetooth (ble) telemetry, so inductive telemetry was used and communication was successfully established. A visual inspection was performed, and no anomalies were observed. Electrical testing confirmed a ble telemetry anomaly. The cause of the ble telemetry issue was consistent with a ble circuitry anomaly, but further root cause was not established. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an implant procedure, the device was unable to be interrogated using bluetooth (ble) telemetry. The device was not implanted and was exchanged with another device to resolve the event. The patient was stable and will continue to be monitored.